Event description:
Due to dexcom g7 app update (version 2.11.0), alarms for adverse blood glucose levels are no longer working & cannot be adjusted with device notification settings. As a result I have had extremely urgently low reactions. After over 1 week of this, it is still not corrected & dexcom currently has no answers. The app is a registered medical device from dexcom & needs repaired immediately. Low reading means below 40 mg/dl & was like that for extended period. App version 2.11.0.